Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint low infusion rate, confirmed as value malfunction. Replaced the downstream occlusion sensor (dso) /upstream occlusion sensor (uso) sensors, and seals. Performed dso/uso sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a low infusion rate after coming back from repair, attempted multiple infusions. Per reporter the device came back unrepaired. There was no patient involvement.